Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak and aneurysm enlargement. Further, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses for the treatment of an abdominal aortic aneurysm. On (B)(6) 2018, imaging identified a suspected type ii endoleak originating from multiple lumbar arteries. It is unknown how much growth has occurred. On (B)(6) 2018, intraoperative images confirmed a type ii endoleak. The patient reportedly underwent an additional procedure, whereby multiple lumbar arteries and an internal iliac artery were coil embolized. Reportedly, the endoleak was resolved and the patient was reported to have tolerated the procedure.